Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that external leakage occurred after completion of treatment. The healthcare professional confirmed patency until the alleged leak was found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: received one 4.2fr s/l broviac catheter for evaluation. A c-shaped split was noted just distal to the clamp sleeve, additionally tensile weakness was found throughout the same area. Therefore, the investigation is confirmed for an external leak. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the instructions for use (IFU) that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleanings.

Event description:
It was reported that external leakage occurred after completion of treatment. The healthcare professional confirmed patency until the alleged leak was found. There was no reported patient injury.